Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The account reported the side rail is broken and will not latch. The stretcher is located in the ER hallway at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).